Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that last week patient developed an infection and had her device explanted on (B)(6). Reps were not notified ahead of time so they were not there to support the case or retrieve the device. Customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.